Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported that she had low isig's all day, isig around 7-8 and unable to calibrate due to blood glucose was 200 mg/dl. Customer requesting sensor replacement due to she calibrate one morning and after 20 minutes she got low alert and insulin pump went to threshold suspend. She restarted the sensor and blood glucose was 210 mg/dl. Customer slept and blood glucose was 410 mg/dl and slept through the alarm and insulin was suspended. Customer treated with bolus of 7.1units of insulin. Customer declined to do troubleshooting. Customer reported cannula was slightly curved. Advised the customer that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.